Manufacturer narrative:
The customer¿s complaint of a balloon in the silicone segment could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing set developed a balloon in the silicone segment during a chemotherapy infusion. There was no report of patient harm.